Event description:
Customer reported, not being able to test his blood glucose because his precision xtra meter was not coded properly. Customer also reported that he was in a diabetes coma for four days. Paramedics were called and transported customer to hospital, where he was diagnosed with severe hypoglycemia. The treatment at the hospital is unknown, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.